Manufacturer narrative:
Evaluation summary: customer reported no illumination. The sales rep stated led lights are out, need a loaner. Therefore, we checked the returned unit and confirmed that the ccd module intermittent. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the control body fluid damage, and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. (B)(4). The user facility responded to a good faith effort requests via email on 15-nov-2021 and stated the tip of the endoscope accidentally touched the rail of the bed during the diagnostic procedure. The patient was already prepped for the procedure , and although there was a reported delay, that delay did not require medical intervention or put the patient at risk for adverse events. There was no injury reported and the patient status was reported as stable. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility also does follow pre-inspection check procedures and all associates instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 16-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: image blackout when deflected, passed dry leak test, passed wet leak test, distal body chip at channel opening at thinnest part, light carrying bundle led light is not working or not functioning, fluid invasion not observed in control body, fluid invasion not observed in pve connector, customer complaint confirmed. The device underwent repairs including the following components: distal end assy w/tubes & cmos assy, bending rubber. The endoscope was repaired and approved by final qc on 01-dec-2021 and was delivered to the customer under delivery order (B)(4). This is the first time model ec34-i10cl, serial number (B)(4) has been serviced at a pentax facility since the device was put into service. On 17-nov-2021, a device history record(DHR) review for model ec34-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-dec-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-dec-2020. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6) region. The customer reported that there was no illumination involving pentax medical video colonoscope model ec34-i10cl, serial number (B)(4). A loaner was also requested. There were no adverse events reported and the timing and the location of the observation was unknown.